Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the patient was experiencing spinal meningitis and infection. No known environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting performed included inpatient admission. It was unknown yet if the issue resolved at the time of this report and surgical intervention was planned but unknown if scheduled. The patient's weight was asked but made unknown. The patient's status was "alive-with injury" - spinal meningitis.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot/serial# (B)(6), implanted: (B)(6) 2014, product type: catheter; section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 16-jan-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the pump system was removed. The infection was attributed to sepsis. The issue was resolved.